Event description:
It was reported that a confirmed motor stall was noted in event logs with no motor stall recovery recorded. The motor stall occurred on 2011 (B)(6) at 16:05. The patient went to the hospital with withdrawal symptoms of nausea and not feeling well. Healthcare provider (hcp) updated the pump twice, however the pump status after the update still showed "motor stall occurred". It was indicated that the patient was "stable now and currently out of town". The hcp planned to replace the pump next week. Drugs delivered via the device were fentanyl 30 mg/ml, clonidine 0.5 mg/ml and bupivicaine 10 mg/ml at a daily dose of 18.5mg, 0.3 mg and 6.1mg respectively.

Manufacturer narrative:
Final analysis of the device revealed a motor corrosion and gear train anomaly.

Event description:
Additional information: the device was explanted.

Event description:
Additional information: it was later reported that patient had visited the ER due to the event and had expeirenced increased pain and inability to walk in addition to the other symptoms reported previously. Patient was given shots of dilaudid to control the pain. The catheter and pump were replaced as reported previously.

Manufacturer narrative:
Catheter: model: 8731, serial #: (B)(4), implanted on: 2006 (B)(6), explanted on: unk.

Manufacturer narrative:
(B)(4).